Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2019-00754; reference MFR. Report# 1627487-2019-00755. Further follow-up indicates the patient had their system replaced.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2019-00754; reference MFR. Report# 1627487-2019-00755. Further follow-up indicates therapy has been restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3:reference MFR. Report# 1627487-2019-00754, reference MFR. Report# 1627487-2019-00755. It was reported the patient's scs system is not providing therapy. Surgical intervention may be pending